Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm emerge¿ balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote fc balloon catheter. The balloon was loosely folded. The balloon, markerbands, proximal bond and tip were microscopically inspection. Inspection revealed a pinhole in the balloon material, located at the proximal edge of the markerband. Inspection of the remainder of the device revealed no other damage or irregularities and there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.